Event description:
There was a reported issue with a pump declaring a cartridge change error. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to remove and inspect the cartridge, clean the pneumatic tap area, and follow on-screen instructions to complete the load process. The caller successfully loaded the cartridge onto the pump and resumed insulin, with no need for cartridge replacement. The customer was advised to monitor system performance and acknowledged understanding.